Manufacturer narrative:
Device had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or verify motor position encoder error alarm in the alarm history screen due to motor error alarms. Device had minor scratched display window and a missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 55 mg/dl. Customer reported the device alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.